Event description:
A pt reported experiencing low inaccurate results with a surestep meter. On the day of the event, pt was feeling shaky and had "rubber legs", while pt's blood glucose was 51mg/dl and 53mg/dl successively on the ss meter. Pt called paramedics who found pt's blood glucose 86mg/dl on their hand held meter, compared to a blood glucose of 55mg/dl on ss meter. Pt was advised to drink orange juice, but did not receive any medical treatment. No further info has been reported.